Event description:
This is a nursing home resident who was using a rental philips respironics remediated auto bipap with bleed in oxygen, and the nursing home staff called and reported the unit caught on fire. Staff reported no damage or injury to user or facility. They stopped using device, isolated it and sent it back to icp. Icp send new auto bipap for resident to use. Damaged unit was evaluated and there was no evidence of user/staff mishandling and the electrical inlet at the machine had scorching around the inlet and the electrical plug in at the machine was badly damaged and smelled of smoke. Our technicians were unable to assess the unit further as the damage did not allow for powering up of the device. The unit involved was rep dreamstationautobipap dom, fef#: dsx700s11f, sn: (B)(4) attached heated humidifier identifier: dreamstation hum care pack dom, ref#: dsxhcp sn: (B)(4). This remediated unit was received from respironics and put in service at icp on: 10/17/2022; placed on this resident on: (B)(6) 2022. Philips respironics was contacted on 1-17-2023 to arrange return of damaged unit, heated humidifier and ac power supply. Order number: (B)(4) auto bipap/ac power supply ra#: (B)(4) heated humidifier ra#: (B)(4) to date, per philips: they will replace auto bipap unit; heated humidifier is being evaluated; they will not replace ac power supply/out of warranty icp has not received any follow up regarding details of why unit caught fire.